Manufacturer narrative:
Investigation is pending.

Event description:
Remedial action notification: during surgery in 2007, a piece of the bone drill-awl-tap broke off and the tip splayed open. No broken pieces were left in the patient.